Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via via phone call that customer experienced high blood glucose. Customer¿s blood glucose reading at the time of the incident was over 400 mg/dl and current blood glucose was 135 mg/dl. Customer was treated with manual injection shot. The customer was not using auto mode. Customer also received low battery alert and replace battery alert recurred. Troubleshooting was performed, customer will discontinue the use of device. No further customer complications were reported.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged high bgs, unexpected power loss, low battery alert, replace battery alert and replace battery now alert on event date 19-feb-2022. Device passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap and reservoir locked properly into reservoir compartment. Device successfully downloaded to thump. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal lithium backup battery connector on j6/pcb 1, the insulin pump was monitored and functioned properly. Unable to confirm high bgs. Device was cut open to perform visual inspection and found evidence of moisture damage as noted. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched case and damaged display window cover. In summary, customer allegation for insulin flow blocked alarm was not confirmed. No unexpected insulin flow blocked alarms noted during testing. No unexpected battery power loss noted. Blank display not confirmed. Pump error 25 due to j6 connector resistance issue on pcba 1. Moisture damage noted on pcb1 and force sensor. Unable to confirm high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.